Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)\pregnancy ectopic, birth ¿ complication') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2 ((B)(6) 1999, (B)(6) 2007). Previously administered products included for an unreported indication: depo provera from 1999 to (B)(6) 2006. Concurrent conditions included abdominal pain and abdominal pain lower. Concomitant products included nsaids, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression\ psych injury") and anxiety ("mental anguish\psych injury"). On (B)(6) 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen. Abnormal. Bleed") and post procedural complication ("post procedural complication"). The patient was treated with surgery (on (B)(6) 2008 unilateral salpingectomy ¿ left side/ tubal ligation/ fulguration of right tube). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following removal? No ¿ I still have right (as written) coil inside that is causing me issues. Discrepancy for date of removal (B)(6) 2008, (B)(6) 2008. Postop diagnosis: left ectopic pregnancy, hemoperitoneum date(s) of removal: (B)(6) 2008 (discrepancy noted as reported in ppf) salpingectomy (unilateral) pregnancy ectopic, birth ¿ complication injuries resolved post removal- pain, bleeding, ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Results: total bilateral occlusion. Pathology test - on (B)(6) 2008: fallopian tube, left, salpingectomy: ectopic products of conception. Pregnancy test urine - on (B)(6) 2009: negative. Ultrasound scan vagina - on (B)(6) 2008: conclusion: I do not see an intrauterine gestation. There is a 3 cm left adnexal mass that could be an ectopic pregnancy. Close follow up recommended. There is a small amount of fluid in the culde-sac.; on (B)(6) 2008: impression: apparent increase in size left adnexal lesion, possible an ectopic pregnancy. Small amount of free fluid in cul-de-sac. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post procedural complication was added. Event genital bleeding updated as medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)\pregnancy ectopic, birth ¿ complication') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2 ((B)(6) 1999, (B)(6) 2007). Previously administered products included for an unreported indication: depo provera from 1999 to march 2006. Concurrent conditions included abdominal pain and abdominal pain lower. Concomitant products included nsaids, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression\ psych injury") and anxiety ("mental anguish\psych injury"). On (B)(6) 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen. Abnormal. Bleed") and post procedural complication ("post procedural complication"). The patient was treated with surgery (on (B)(6) 2008 unilateral salpingectomy ¿ left side/ tubal ligation/ fulguration of right tube). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following removal? No ¿ I still have right (as written) coil inside that is causing me issues. Discrepancy for date of removal (B)(6) 2008, (B)(6) 2008. Postop diagnosis: left ectopic pregnancy, hemoperitoneum date(s) of removal: (B)(6) 2008 (discrepancy noted as reported in ppf) salpingectomy (unilateral). Pregnancy ectopic, birth ¿ complication. Injuries resolved post removal- pain, bleeding, ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Results: total bilateral occlusion. Pathology test - on (B)(6) 2008: fallopian tube, left, salpingectomy: ectopic products of conception. Pregnancy test urine - on (B)(6) 2009: negative. Ultrasound scan vagina - on (B)(6) 2008: conclusion: I do not see an intrauterine gestation. There is a 3 cm left adnexal mass that could be an ectopic pregnancy. Close follow up recommended. There is a small amount of fluid in the culde-sac.; on (B)(6) 2008: impression: apparent increase in size left adnexal lesion, possible an ectopic pregnancy. Small amount of free fluid in cul-de-sac.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)\pregnancy ectopic, birth ¿ complication') and genital haemorrhage ('gen. Abnormal. Bleed') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2 (B)(6)1999, (B)(6)2007). Previously administered products included for an unreported indication: depo provera from (B)(6) to (B)(6)2006. Concurrent conditions included abdominal pain and abdominal pain lower. Concomitant products included nsaids, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression\ psych injury") and anxiety ("mental anguish\psych injury"). On (B)(6)2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6)2008 unilateral salpingectomy ¿ left side/ tubal ligation/ fulguration of right tube). At the time of the report, the ectopic pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, back pain and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following removal? No ¿ I still have right (as written) coil inside that is causing me issues. Discrepancy for date of removal (B)(6)2008, (B)(6)2008. Postop diagnosis: left ectopic pregnancy, hemoperitoneum date(s) of removal: 01may2008 (discrepancy noted as reported in ppf) salpingectomy (unilateral) pregnancy ectopic, birth ¿ complication diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: essure device was successfully occluded. Results: total bilateral occlusion. Pathology test - on (B)(6)2008: fallopian tube, left, salpingectomy: ectopic products of conception. Pregnancy test urine - on (B)(6)2009: negative. Ultrasound scan vagina - on (B)(6)2008: conclusion: I do not see an intrauterine gestation. There is a 3 cm left adnexal mass that could be an ectopic pregnancy. Close follow up recommended. There is a small amount of fluid in the culde-sac.; on (B)(6)2008: impression: apparent increase in size left adnexal lesion, possible an ectopic pregnancy. Small amount of free fluid in cul-de-sac.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: lawyer was added. New events- abdominal pain, back pain, gen. Abnormal. Bleed were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2 ((B)(6) 1999, (B)(6) 2007). Previously administered products included for an unreported indication: depo provera from 1999 to (B)(6) 2006. Concurrent conditions included abdominal pain and abdominal pain lower. Concomitant products included nsaids, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure (ess205). The patient was treated with surgery (on (B)(6) 2008 unilateral salpingectomy left side/ tubal ligation/ fulguration of right tube). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following removal? No I still have right (as written) coil inside that is causing me issues. Postop diagnosis: left ectopic pregnancy, hemoperitoneum. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: essure device was successfully occluded. Results: total bilateral occlusion. Pathology test on (B)(6) 2008: fallopian tube, left, salpingectomy: ectopic products of conception. Pregnancy test urine on (B)(6) 2009: negative. Ultrasound scan vagina on (B)(6) 2008: conclusion: I do not see an intrauterine gestation. There is a 3 cm left adnexal mass that could be an ectopic pregnancy. Close follow up recommended. There is a small amount of fluid in the culde-sac.; on (B)(6) 2008: impression: apparent increase in size left adnexal lesion, possible an ectopic pregnancy. Small amount of free fluid in cul-de-sac. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and medical record received: new events - abnormal bleeding (vaginal, menorrhagia); pain; pregnancy (ectopic); psychological or psychiatric problems ¿ depression, mental anguish and device ineffective were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Case is now incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.